Manufacturer narrative:
Concomitant product(s): product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID :3389-28 ,lot# 0210497838, implanted: (B)(6) 2017, product type: lead. Product ID: 3389-28, lot# 0210497837, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that during the surgery the cause of the tight feeling of the extension was not determined. It was stated that the patient was not re-implanted as there was an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3708695, serial/lot #: (B)(4), (B)(6), (B)(4). The initial reporter was a hcp. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of a small incision behind the ear with blood loss. The patient described a tighter feeling from the extensions behind the ear and on the head, and they had some blood loss behind the ear. This occurred on (B)(6) 2018. As a result, the patient's entire dbs system was explanted on (B)(6) 2018. The event resulted in an urgent care visit and required prolonged in-patient hospitalization as well as medical or surgical intervention to prevent life threatening illness/injury or impairment to a body structure. The etiology was reported to be related to the device/therapy and possible related to the implant procedure. The event resolved without sequela on (B)(6) 2018. No further complications were reported or anticipated.